Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The spring failed on the tibial alignment jig. **update may 13, 2016** upon evaluation of the device the spring component is missing.

Manufacturer narrative:
The complaint states the spring failed on the tibial alignment jig. The investigation confirmed that the distal uprod had a spring come loose and is no longer functional. Root cause: design error; the lever was incorrectly design to prevent loss of the spring. This has been address via (B)(4); this design change appears to have been effective to prevent complaints of this nature. No further action is required, the complaint will be closed with a justified conclusion and entered into the complaint databases and monitored through trend analysis. Post market surveillance is per sep 419 depuy considers the investigation closed. Should additional information be received the investigation will be reopened.